Event description:
On (B)(6) 2010, company rep reported pt has experienced problems with up/down button on infusion device. Company rep rec'd phone call from pt's nurse notifying of this. F/u was completed with pt. Pt reported the up button on the infusion device works intermittently. This was first noticed one month prior when attempting to bolus. Pt boluses 3-5 times per day and has used this infusion device for over a year. Up button pops up after being pressed, but there have been occasions where up button has remained flat. Down button continues to function as intended. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.